Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unit was not powering on. A field service engineer accessed the device. Navigated to storage space configuration under device settings. The main half height drawer 5.1/5.2 was absent from the list. Upon opening the back panel, it was observed that the lights on the power management controller and both drawer boards for drawer 5.1/5.2 were off. The drawer was disconnected from the pyxis bus cable. An fse powered down the device, reseated the cable, and rebooted the device¿however, there was no power or lights on drawer 5, and drawer 5 was left unplugged. The device functioned properly aside from that drawer. It requires a new power management controller and drawer controller boards for 5.1/5.2, as well as a shutdown device. The main half height drawer 5.1/5.2 was removed. The power management controller board and both drawer control boards were taken out and replaced. Connections were reseated, the drawer was reinserted into the device, and the device was rebooted. The device was configured. The engineer logged into the hardware testing application. It was ensured that the cubie pocket lids could open and that pockets could release individually (no tests were conducted), and while in hta, debris between the cubie pockets and cubie trays was cleared out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a screen went black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a screen went black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.